Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level at the time of incident was over 400 mg/dl and the current blood glucose level was 208 mg/dl. The customer declined troubleshooting for high blood glucose value. The customer was treated with insulin for high blood glucose level. Customer stated that the insulin delivery was suspended due to sensor glucose versus blood glucose difference .the insulin pump will not be returned for analysis.